Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for initial implant. During procedure, the pacemaker displayed incorrect high impedance values. No lead malfunction was alleged. The pacemaker was not used. Patient was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.